Event description:
It was reported that the patient was an inpatient at the hospital on (B)(6) 2015 for gastrointestinal (gi) issues possibly due to her vns. The patient was going to be under the care of a gastrointestinal physician and neurologist to check her vns. The patient was seen by her vns treating physician a month prior, and the vns reportedly checked out fine with no issues. Good faith attempts for additional relevant information have been unsuccessful to date. It was previously reported in (B)(6) 2009 that the patient was admitted to the hospital for gi issues. Additional information was received from the patient in (B)(6) 2014 reporting that she had gastroparesis for the prior 6 years. In (B)(6) 2014, the patient reported that has had severe issues with gastroparesis and was basically bedridden. At that time, she was on a liquid diet and was unable to eat for approximately five weeks. She was seen by gi and pulmonary physician(s) and was being worked up for addison's disease as well as other medical diseases. She was seen by her vns physician on (B)(6) 2014. The patient was on the medication phenergan, and she reported going to the ER over several times in the prior few weeks. Upon follow-up, the physician reported on (B)(6) 2014 at that time that she does not think that these events have been occurring the last 6 years (gastroparesis and related symptoms). The gi and primary care physician were planning on performing more tests. The patient wanted to disable the vns device to determine if this would make a difference with her symptoms prior to having more tests. The physician notes that the patient's symptoms worsened with the device was turned off, so the events did not appear to be related to vns. The physician reported that the patient had a history of perform detox and cleanse diets. The physician reported at that time that the patient was seen at two hospitals, and they were questioning whether she has mitochondrial disorder and the plan was to do more testing. Later in (B)(6) 2014, the patient reported continued problems. The device was temporarily turned off but turned back on about five days later. Follow-up with the physician at that time revealed that he did not believe that the symptoms were necessarily related to vns therapy. The patient has a lot of other medical conditions that may be contributing. Further testing was being performed.

Event description:
Additional information was received from the physician that his assessment is that the gastroparesis/gastrointestinal issues are possibly related to presence of the device. The patient¿s vns settings were reduced, and the device was programmed off for six days. The patient¿s gastric outcome improved, but there was other gastroenterologic treatment also undertaken.